Event description:
During a procedure in the sfa the turbohawk became caught inside an sfa stent. The turbohawk device was torqued and retracted from the stent but the physician could not get the cutter to advance in to nose cone. The turbohawk was removed to clean but the physician was not able to remove debris in cutter housing to allow cutter to advance into the nose cone.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the report event. Evaluation of the returned turbohawk showed pieces of a stent in the nose cone of the device. Make and model of the stent were unknown.